Event description:
Olympus china reported that the endoscopic image was not displayed. The device was used in combination with the standard set. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus repair center. Olympus repair center checked the device, but couldn¿t duplicate the reported phenomenon. As a result of the evaluation, the following was confirmed. The endoscopic image was displayed in black and white due to a failure of the printed circuit board. The device has not been repaired in the last year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was unable to determine the exact cause of the reported event. -the reported event was not reproduced during the evaluation by the olympus repair center. -omsc reviewed the manufacturing history of the device and confirmed that there was no abnormality in the manufacturing record. -the dp board failure was confirmed during the evaluation, but there was no information on its relevance to the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.